Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms or blank display noted. The pump had a cracked case at the display window corner and minor scratches on the lcd window. All the buttons functioned properly and no moisture damage on the keypad traces was noted. The keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was not rewinding all the way. The customer also received a new battery cap but her device would still consume an entire battery in one day. The new battery cap and new battery did not enable the display to return. The patient's blood glucose was 299 mg/dl this morning. The customer mentioned that when she was finally able to get the device to turn on she received a failed battery test alarm. The insulin pump will be returned and replaced.